Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks due to t wave over-sensing. Re-programming was performed and no further patient complications have been reported as a result of this event.